Manufacturer narrative:
Manufacturer's investigation: as part of the MFR's continuous improvement initiatives, a multi-discipline team was initiated to perform in-depth analysis of intermittent field reports or catheter balloon inflation issues. Functional data obtained from production lots and engineering studies were reviewed. No trends/failures in performance were found. A review and analysis of raw material data was conducted. The analysis noted that new lots of the balloon material (polyisoprene) are rec'd every 6 months, but consumption can vary based on order demands. Potential root cause: polyisoprene is continually again, and balloons manufactured with older materia when subjected to certain conditions (shipping, heat, etc.) May experience material degradation/deterioration. A detailed engineering study designed to test add'l attributes of the raw materials aging properties is in progress. Balloons were manufactured and are being tested pre-sterile, post-sterile, post-sterile, post-thermal cycled and post aged (60c for 13 days). As an interim measure, the raw material shelf life has been changed (from 3 years from date of manufacturer to 1 yr from date of manufacture) to address any potential contributing material aging factors. Lot build review: a review of the MFR lot build database of the reported lot# 21-105-y1 (MFR 11/19/2013) shows its (B)(4) units were manufactured, tested, inspected, and released. There were no exception documents generated during the MFR build cycle. Findings: the involved 41239-06 catheter device was not returned to the manufacturer for analysis and investigation. The exact cause of the reported event remains unknown.

Event description:
Complaint rec'd reporting inflation failures with two (2) 41239-06 7f td torque line catheters. It was reported that the catheter balloons failed to remain inflated while in patient. There were no reported adverse patient consequences. The catheter device was pre-tested during set-up with no issues detected at that time. Although requested, add'l relevant info including device usage, and device return status has not been provided to the manufacturer. Device return status: the involved 41239-06 catheter was not returned for analysis and confirmation.